Event description:
It was reported the actual residual volume of 7 was greater than the expected residual volume of 4.

Event description:
It was reported that the patient was complaining of no pain relief and had worse pain after implant. The dose was increased with no relief. The physician was unable to aspirate from the catheter access port (cap). A connection issue was suspected. The patient had a revision surgery. The physician disconnected the catheter from the pump, and was able to aspirate from the catheter directly. It was indicated that the catheter was patent and located in t10-t11. The catheter was reconnected to the pump, and the physician was then able to aspirate cerebrospinal fluid (csf) from the cap successfully. Following the procedure, a calculation was performed to determine the volume needed for a priming bolus. It was noted that delivery of a slightly lower volume than calculated was being considered, to be more conservative. It was later reported that the patient was doing good. The device system was used to deliver hydromorphone (dilaudid). It was later reported that the patient experienced an underdose with symptoms of increased baseline pain, but no withdrawal, following a cap procedure. It was reported that a priming bolus was not programmed to prime the catheter following the cap procedure. A calculation was performed that indicated the catheter should be filled to the tip by 8 a.m. That morning, with the settings provided. It was later reported that the patient was good and receiving medications by the pump.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4) product typ programmer, patient; product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ catheter; product ID 8590-1 lot# n324832 serial# implanted: (B)(6) 2012 explanted:; product typ accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).